Manufacturer narrative:
H6: investigation summary. Customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n ft8822). Customer indicated about the positive result was obtained with the aerobic bottle, but no bacterial growth. No erroneous results were reported to doctors, and patients were not impacted. The bd service communicated with the customer and explained that the bottle might have been under positive pressure when trying to smear from the bottle, so the existence of bacteria is present. The instrument is testing without error at this time. This is an unconfirmed failure of the bd product. Review of device history record for this instrument is not required because this complaint does review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples received consisted of log files. After reviewing the log files, investigation revealed no instrument issue leading to false positives. The root cause was unable to be determined. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A microscopic examination was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " a positive result was obtained with the aerobic bottle, but no bacterial growth was observed by microscopic examination.".

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A microscopic examination was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " a positive result was obtained with the aerobic bottle, but no bacterial growth was observed by microscopic examination."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.